Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were not performed due to the receiver not executing during the touch test. An internal visual inspection was performed and failed due to burn damage at the main board. Pictures were taken. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. But the root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.